Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient's mother contacted animas, alleging that the pump would not store the history. No other information was provided. There was no allegation of an adverse event. This complaint is being reported based on the allegation that the pump does not store the history.